Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the baton was manufactured on 20-jun-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Although the root cause could not be determined, it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.